Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for follow up. During cyber security upgrade, the pulse generator exhibited backup vvi operation. The device was successfully restored and the patient would continue to be monitored.